Event description:
It was reported that the health care professional (hcp) thought this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead showed high shock impedance. The impedance measurements were checked and the rv lead showed stable readings and are within normal limits. Additional information was received that the rv lead was explanted due high capture threshold measurements. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) thought this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead showed high shock impedance. The impedance measurements were checked and the rv lead showed stable readings and are within normal limits. Additional information was received that the rv lead was explanted due to an unknown cause. No additional adverse patient effects were reported.